Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the uninterruptible power supply (ups) and associated battery were replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The battery for the navigation system was returned to the manufacturer for evaluation. Testing found that the battery would not hold a charge, failing load testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system began beeping during transport into the operating room (or). It was reported that once in the or, the representative plugged the navigation system into multiple outlets, but the beeping persisted. The navigation system then shut down without prompt from the user after a few minutes. It was reported that the fan for the uninterruptible power supply (ups) was still running and that the cable from the ups to the battery was securely seated. It was reported that the battery kill switch was flush and that the system powered back on after a few minutes. There was no patient present when this issue was identified. No additional information was provided.